Event description:
Additional information indicated that the patient still needed to find a doctor.

Event description:
The patient called medtronic to find a healthcare provider in their area that could fill their pump. They went to the hospital on friday and were told the pump was empty. It was empty because they moved and did not have someone to fill the pump. The patient did not mention any symptoms or alarms. The pump had contained baclofen. On (B)(6) 2015, information was received from the patient indicating they still had concerns with their device or therapy, and they did not have a representative.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).